Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, the patient was pre-operatively diagnosed with lumbar disc herniation with instability and underwent the following procedure: left l4-l5, l5-s1 foraminotomy for stenosis; right l3-4, l4-5, l5-s1 foraminotomy for stenosis; right l4-5, l5-s1 discectomy and right transforaminal lumbar interbody fusion and l4-5, l5-s1 pedicle screw fusion. As per op-notes,¿ the disk at l5-s1 and l4-5 was removed, and by retracting the nerve root medially, the oval 10 x 12 x 28 mm space was filled with baked bone, autologous bone and rhbmp-2/ acs was placed. Rhbmp-2 and autologous bone had previously been placed in the interspace as well.¿ no intra-operative complications were reported.